Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue. As a precaution, the fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an error occurred on universal surgical manipulator (usm) 1, instructing to press restart. The caller attempted pressing the restart button three times, but the issue persisted upon system reboot. The technical support engineer (tse) recommended performing a hard restart. The caller mentioned the error occurred while clamping a vessel and considered converting to open surgery. The call ended with a plan to try a hard restart. Upon case completion, the reporter called back to inform that arm 1 was disabled due to a fault, and they were closing the ports. Tse viewed system logs and confirmed a 32100-error pointing to the axes controller platform (aca) board on usm 1. The tse advised power cycling the system to attempt error recovery, but the 32100-error reappeared. The case concluded with no other issues. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to port placement, prior to starting the procedure, and the patient was not yet in the room. The surgeon was unable to recover use of the disabled system arm. They switched to another robot in the facility to continue. The jaws were never stuck closed during the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The unit was able to start on the system and accepted instruments with no errors. The reported problem was replicated by touching the yaw brake cable near the axes controller arm (aca) connector. The yaw brake connector also felt loose inside the aca socket. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a loose yaw brake cable connector in the usm. This issue can be resolved by fse replacement of the usm. This issue is also captured in the fmea, usm, is4000 and is4200 (818600-01, rev. Ac) via risk ID xi-psc-22365.